Event description:
It was reported the patient obtained a blood glucose level of 600 mg/dl and was admitted to the hospital on (B)(6), 2011 with a diagnosis of a flu infection and dka. The patient experienced the symptom of vomiting. Troubleshooting revealed no issues with the infusion set or site, however the reporter noted the patient did have scar tissue. The reporter, the patient's husband, refused to troubleshoot the pump. It was not possible to determine if there were any issues with the insulin pump as the patient refused to troubleshoot. The patient's technique may have been incorrect by using infusion sights with scar tissue. The patient suffered blood glucose levels and symptoms suggesting severe hyperglycemia and was hospitalized with dka while using the pump. Therefore this complaint is being reported.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 01/25/2014 with the following findings: the daily insulin delivery totals correctly reflect programmed basal rates. No activity outside normal use observed in pump histories. No data in black box or download histories from time of reported hospitalization due to continued use. The pump passed flow accuracy test and found to be delivering within the required specifications.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.